Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis.. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. No system logs from the reported event date were present on the returned device. No faults, warnings or irregular heating periods were encountered during the evaluation performed. User defined temperatures were achieved during the application of rf energy on all ports. No logs for the reported event date were present and the returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the eeported insufficient heating and subsequent cancellation could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the probes were not heating when more than one port was used. The probes were replaced which did not resolve the issue. The procedure was completed by using one port at a time. There was no adverse patient consequence but the procedure time increased significantly.